Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter dislodged and a new one had to be placed.

Event description:
It was reported that the catheter dislodged and a new one had to be placed.

Manufacturer narrative:
The reported event was confirmed; however, a root cause could not be determined. The inspector received one silicone foley catheter. It was noted that the catheter had two stents sutured to the tip and a tear was on the balloon. The tear had encompassed the entire circumference of the balloon and was only hanging on by a small portion of the silicone. No pieces were missing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters."